Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).

Event description:
Treatment of an internal carotid artery (ica) aneurysm. During the procedure, it was reported that the distal wire perforated the middle cerebral artery (mca).it is reported that the patient is still in the hospital and her condition is unknown.